Manufacturer narrative:
Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#260774. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. However, further investigation has been initiated through CAPA#260774. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: although no samples or photos were available for evaluation, bd has initiated further investigation through CAPA#260774 to identify the potential root cause(s). Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Event description:
Material no: 367874, batch no: 8011520. It was reported that during use of the bd vacutainer® sodium heparinn (nh) 158 usp units blood collection tubes the tubes are under filling. The following information was provided by the initial reporter: we have been advised by a clinical site that there is an issue with product number 367874 -- 10ml sodium heparin (green top) bct -- lot #: 8011520 expiry: 31 jan 2020 . The problem described is that the tube stops drawing when only about half of the required sample is collected.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no: 367874, batch no: 8011520. It was reported that during use of the bd vacutainer® sodium heparin (nh) 158 usp units blood collection tubes the tubes are under filling. The following information was provided by the initial reporter: we have been advised by a clinical site that there is an issue with product number 367874 -- 10 ml sodium heparin (green top) bct - lot #: 8011520, expiry: 31 jan 2020. The problem described is that the tube stops drawing when only about half of the required sample is collected.